Event description:
On 03/01/2024, infutronix received a report that a pump had 'up occlusion sensor - does not alarm when occlusion occurs' issue. No patient was harmed. Device was returned on 04/01/2024 for evaluation. Detail of the evaluation can be found in section h of this MDR.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on 4/2/2024: the MDR reportability of the complaint has been upgraded to "yes" after the case was reviewed and should have been given the initial complaint code of, "3uos2: up occlusion sensor - does not alarm when occlusion occurs. MDR report: yes", which is MDR reportable. The pump's event log was pulled as part of the investigation and upon review it was noted that there were several upstream occlusion alarms in the infusion history, 102 in total, as reported by the end user but this does not mean that the volume on the pump alarmed as well. This can be seen by the alarm code "e04" below. See complaint in question for detail of the event log. Device not performing to specification. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.